Event description:
The pt was implanted with an ams "pelvic mesh product." It was reported that the pt experienced pain, erosion of their internal bodily tissue, hardening, worsening dyspareunia, recurrent incontinence, additional surgeries, other injuries, and has sustained permanent injury.